Event description:
During product evaluation, an out of specification air in line printed circuit board (ail pcb) was observed. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This facility reported the failure code 810:11 which occurred prior to use. Evaluation summary: during product evaluation, an out of specification air in line printed circuit board (ail pcb) was observed. The reported failure code 810:11 manifested as a result of an out of specification ail pcb. The ail pcb was recalibrated and the device was tested.